Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was 20 mg/ml morphine (unknown) at 9.689 mg/day. It was reported that the patient was admitted to the hospital due to a gi obstruction and had to have an MRI. Caller stated that the patient was having withdrawal symptoms and the pump was interrogated on (B)(6) 2020 for the first time after the MRI. Caller stated that the pump motor stall had not recovered. It was recommended interrogating the pump logs again. It was explained that it may have been in telemetry state and interrogating it could have prompted a motor stall recovery. Additional information regarding this event was received on 2020-may-20. Caller reported the patient was admitted for bowel obstruction on (B)(6) 2020 and also, had an MRI that same day. Caller reported the healthcare professional (hcp) interrogated the pump on monday (B)(6) 2020 and the hcp saw the message that the pump had stalled for 56 hrs. Caller stated the logs were not pulled at that time. Caller reported the hcp pulled the pump logs this morning and saw that the pump had recovered on (B)(6) 2020. (B)(4) reviewed MRI guidelines and potential for gear binding to cause pump to stall for a longer period of time. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the actions and interventions taken to resolve the issue was the logs were read but not until couple days later which is when they discovered it had recovered. The issue was resolved as the pump recovered spontaneously. No further complications were reported or anticipated.